Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
While prepping the 2.25 x 13 cypher stent, there was a sound of air indicating that the balloon was not intact.